Event description:
It was reported that during a da vinci-assisted surgical procedure, the user was unable to open the monopolar curved scissors (mcs) instrument when connected to the robot. The mcs had 4 lives left. A frayed wire became visible and the instrument was disconnected from the robot, the procedure was completed with no patient harm.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. .